Event description:
A medtronic representative reported an inaccuracy at level l2-l3 pliff 2 levels, while in a spine procedure. Screws were removed on all levels/sides and replaced using a c-arm. The surgeon was inaccurate on the left primarily but also on the right. The surgeon stated there may have been percutaneous pin movement due to very osteoporotic patient. The surgeon chose to discontinue the use of the stealthstation s7 system to complete the procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Software investigation completed. Findings suspect patient anatomy-to-frame movement. Software functioning as designed. Further investigation at the site confirms the surgeon states [no injury to patient] and navigation was off by approximately 10mm. The system has been tested for accuracy and is accurate.